Event description:
The caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted in resetting the pump, which resolved the issue. The customer was advised to continue using the pump and to call back if the malfunction code recurred.